Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2000 - the pt was implanted with a bard flat mesh during a pelvic procedure. The attorney's report alleges permanent injury, severe damage, pain and suffering. Additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. As reported the product was implanted in the pt in (B)(6) 2000. Due to the age of the device the DHR is archived and not readily accessible at this time. Therefore, a DHR review was not performed at this time. Field assurance shall continue to monitor the frequency of this type of issue. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a follow up MDR will be submitted.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent due a medical records review. The additional information provided indicated the patient underwent a partial explant procedure of the bard flat mesh approximately 14 years post implant. The patient's clinical course between the initial implant of the bard flat mesh and the partial excision procedure fourteen years later is unknown at this time as medical records were not provided for that time. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2000 - the patient was diagnosed with severe lower abdominal pain, severe dyspareunia, dysmenorrhea, genuine stress incontinence, endometriosis, adenomyosis of the uterus, pelvic relaxation, obesity and adhesions of the posterior wall of the uterus. The patient underwent a very difficult laparoscopic burch procedure, laparoscopic - assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, closure of enterocele and cystoscopy with implant of a bard flat mesh. On (B)(6) 2014 - the patient was diagnosed with stress incontinence and dyspareunia from sling. The patient underwent a partial excision of mesh and a laparoscopic burch procedure using sutures only. Per the operative details "the parietal peritoneum over the bladder was incised and the bladder was dissected down to the pelvic floor bilaterally. During this dissection, dense and pronounced scar tissue was appreciated and the mesh was found involving stents and pronounced scar plate. A portion of the mesh on the right hand side was excised."